Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The product was not returned and the batch number was not communicated, so the product could not be evaluated. The device was not returned to the manufacturer. Therefore it could not be analyzed. Moreover, no photo of the product has been received, so the reported event could not be confirmed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. Only the current complaint has been recorded for exception standard stem trial neck s 456, reference a120s456 within one year regarding an instrument fracture. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument broke during a hip surgery. No adverse events have been reported as a result of the malfunction.